Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test at 0.08750 inches. No under delivery anomaly or over delivery anomaly noted. Device was unable to prime during prime or a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Unable to verify motor error alarm due to prime anomaly. The motor was tested outside of the unit and passed. Device had cracked reservoir tube lip, cracked reservoir tube, cracked and scratched reservoir tube window, stained end cap sticker and a minor scratched display window,

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer called and reported that they received emergency medical assistance due to low blood glucose on (B)(6) 2019 with blood glucose of less than 20 mg/dl at the time of the incident. The customer was at 91 to 361 mg/dl at the time of the call. The customer was given glucagon and intravenous fluids to treat the low, and used the pump to treat the recent high. The customer did not mention any symptoms. The customer was wearing the insulin pump during the incident. The customer reported receiving a motor error alarm and insulin delivery anomalies. The customer reported pump physical damage. Troubleshooting was completed but did not resolve the issues. The insulin pump will be returned for analysis.